Manufacturer narrative:
Product event: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that approximately four months post implant, the patient experienced phrenic nerve and diaphragmatic stimulation from their left ventricular (lv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.